Manufacturer narrative:
B3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that this spinal cord stimulation (scs) device was replaced due to an unknown reason. The location of the device is unknown. No additional adverse patient effects were reported.

Manufacturer narrative:
B3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that this spinal cord stimulation (scs) device was replaced due to an unknown reason. The location of the device is unknown. No additional adverse patient effects were reported. Additional information was received stating that the scs implantable pulse generator (ipg) was replaced due to difficulties charging. The ipg had rotated within the pocket site and was slanted, which could have been a possible reason the patient was unable to charge. The ipg was subsequently repositioned into a more suitable location. The ipg was disposed by the facility and will not be returned for analysis. Postoperatively, the patient had recovered and healed.